Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with a symptomatic aneurysm, possible rupture. The CT scan revealed that there was a proximal type I endoleak and a distal type I endoleak. The physician stated that he spoke with patient regarding the difficulty of the procedure. The aneurx stent graft did not appear to have moved but the disease state progressed into the juxtarenal aorta. Imaging was done and the physician elected to implant two endurant aortic cuffs and heli-fx aptus endoanchors. The proximal type I endoleak was still present. The physician decided to snorkel the superior mesenteric artery and another manufacturer¿s aortic cuff was implanted. Another manufacturer's stent was implanted during the procedure and was reported to have migrated while attempting to place it. A small proximal type I endoleak was still present at the end of the procedure. The physician stated that once heparin wore off hopefully it would subside. The patient became less stable and was transferred to the ICU. It was reported that the patient expired. Per the physician, the cause of the events were related to the patient¿s anatomy, there was continued aortic disease progression ex tending up into the juxtarenal aorta. Additionally, the physician stated that he didn't believe seal was maintained due to migration of another manufacturer's stent that may have torn fabric of the stent graft. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.